Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message with no visual issues during therapy in the oncology department (dose and programmed amount unknown). It was also reported that the issue can occur with normal saline as a primary infusion programmed at a rate of 250ml/ml. There was no patient injury or medical intervention associated with this event. No additional information is available.